Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented, an alert for maximum charge time reached was observed. A capacitor maintenance was performed and charge time was normal. The capacitor maintenance interval was shortened. There were no adverse consequences to the patient.